Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a detached sensor wire and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the patient visited the doctor on (B)(6) 2017 regarding the sensor wire. A medical assistant (ma) removed the sensor pod in its entirety and noticed that the sensor wire was missing from under the sensor pod. An x-ray of the insertion site was taken and the image results showed that the entire sensor wire was inside the patient's abdomen. The doctor's office referred the patient to a general surgeon to schedule an appointment. At the time of contact, the patient was feeling fine. Further contact was made on (B)(6) 2017 and the patient stated that they are in stable condition and they do not feel any discomfort. It was indicated that the patient has not yet contacted the general surgeon for an appointment. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.